Event description:
Clinical trial. It was reported that, 390 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced in-stent restenosis. The index procedure indentified and treated one target lesion. Target lesion one was a post-angioplasty 80% restenosis of the moderately tortuous distal circumflex (cx) measuring 2.5x14mm and was treated with predilation and placement of a 2.5x16mm taxus express2 drug eluting stent at 8atm resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt experienced a target vessel reintervention of the distal cx due to focal in-stent restenosis of the taxus express2 drug eluting stent 390 days following the index procedure. The restenosis was treated with placement of another MFR's drug eluting stent. It was reported that the pt was no longer taking asa, but continued taking plavix at the time of this event.

Manufacturer narrative:
H6. A unit has been returned for review therefore, a technical analysis cannot be carried out. A review of the mfg records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.